Event description:
The user facility reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) with sphincterotomy and stone extraction, the users attempted to inflate three different extractions balloons inside the patient, but all three extraction balloons reportedly broke. There was no patient injury, and olympus was informed that the procedure was successfully completed the following day with the use of an olympus basket.

Manufacturer narrative:
The three extraction balloons referenced in this report were not returned to olympus for investigation, as the users reportedly discarded the devices following the event. The cause of the user's experience cannot be conclusively determined at this time. This report is being submitted as a medical device report in an abundance of caution.